Event description:
Per affiliate: the audio signal was missing during bolus programming.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to bent transducer spring.